Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Patient reported date of birth (B)(6). The exact date was not provided.

Event description:
It was reported that during patient use the oral/nasal, soft seal® cuff tracheal tube kinked. The tracheal tube kink was a result of the patient "chewing at the end of the sedation" and the tracheal tube retained the kinked form. Due to the reported incident, the patient received general anesthesia by "curare" administration and the tracheal tube was removed and a replaced with a reinforced uncuffed tracheal tube. The patient experienced an increase in sedation and an extended hospitalization period. Additionally, it was reported that the patient is not ventilator dependent; however, due to the reported issue, the patient needed mechanical ventilation. It was reported that the patient had digestive illness. It was reported that the event was resolved and there were no further patient adverse health outcome.